Event description:
During the patient call, the autopulse platform (sn (B)(4) displayed fault code 16 (timeout moving to take-up position) error message. The crew switched to manual CPR. No consequences or impact to the patient. Per the reporter. The platform is usually stored in an outside cabinet of the ambulance and the platform is checked twice a day during the shift change.

Manufacturer narrative:
Zoll has received the autopulse platform for investigation. A supplemental report will be filed when the investigation has been completed.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6) displayed a fault 16 (timeout moving to take-up position)" was confirmed during the functional testing and the archive data review. The autopulse platform failed initial functional testing during take-up, thus, confirming the customer's complaint. The likely root cause of fault 16 was seized brake caused by the corrosion on the brake housing area of the drivetrain motor. This type of corrosive damage is indicative of infrequent daily checks, storing the device in a location with high ambient humidity, and/or overtime usage of the autopulse platform. The autopulse platform was manufactured in february 2008 and is more than 14 years old, well beyond the expected service life of five years. However, user mishandling/neglect cannot be ruled out. As per the customer, the autopulse platform was stored in an outside cabinet of the ambulance. Daily device checks is required per user manual to help prevent the brake from seizing. Also, storing the autopulse in a low humidity location could help prevent the brake from seizing. Upon visual inspection, unrelated to the reported complaint and upon removing the front and bottom enclosures, observed a blood ingress. Bio-cleaning was performed to address the issue. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate was deburred to address the issue. The cause for the sticky clutch could be due to normal wear and tear. The impact of a sticky clutch was not severe enough to make the platform non-functional. The archive data review indicated multiple fault 16, thus confirming the customer's reported complaint. The autopulse platform failed initial functional testing during take-up and displayed a fault 16, thus confirming the customer's complaint. The autopulse did not achieve the target depth for take-up within the specified time (~5 secs) due to the drive train motor having rusted/corrosion at the brake assembly area. The brake assembly was seized from the corrosion and prevented the brake to open or close during activation. The corrosion was removed by cleaning it with isopropyl alcohol (ipa). After the corrosion was removed, a brake gap inspection was performed, and it was verified that the brake gap was within the specification. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(6). .